Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited low pacing impedance. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event low lead impedance was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures. Analysis of the lead found inner insulation abrasion that breached the inner insulation and exposed the inner coil at the distal region of the lead. The cause of the reported event was due to inner insulation abrasion that exposed the inner coil.